Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported via device tracking, left side implant removal reasons of, "double capsule (non-serious), anxiety-product/procedure (non-serious), rupture, textured anatomic gel. Capsular contracture.¿ baker grade not specified. Device has been explanted.